Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a blank display. Their blood glucose is unknown. The customer said that there is a long crack that starts from the top of the pump and goes all along the length of the battery tube. They stated that the screen does not come on at all. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly was noted. However, unit received with high sleep current and alarmed pump error 75 during self test followed by pump error 68, 49 and 23 due to corroded electronic assembly. The motor assembly found with traces of corrosion. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.